Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. To perform an investigation to confirm the alleged defect and determine a root cause, it is necessary to evaluate the sample involved in this complaint. Root cause is unknown. No corrective action can be established at this time. If the device sample becomes available at a later date this report will be updated. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges the "circuit came apart on a patient at the temperature probe site. It looks like it is an area where the two plastic pieces ar e glued together. This patient was only on the vent with this circuit for 3 days". It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Additional information: a medwatch was received from the user facilit: uf# (B)(4). Per medwatch report: male baby 28 week gestation 1190 grams; diagnosed with prematurity and respiratory distress being ventilated. Corrected data: section b.3.: date of event corrected to (B)(6) 2018. One inspiratory leg of the infant breathing circuit was received for investigation. A visual exam was performed and it was observed that the clear plastic temperature probe portal was broken. Based on a preliminary investigation, the break in the temperature probe portal is at a sonic weld. The probable cause is unknown at this time. A CAPA was opened to address this issue. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges the "circuit came apart on a patient at the temperature probe site. It looks like it is an area where the two plastic pieces ar e glued together. This patient was only on the vent with this circuit for 3 days". It was reported there was no patient injury or consequence. Patient condition reported as "fine".